Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was rec'd for eval with a bent tip. Visual inspection showed that the device appeared to be old and often used. The bent feeler gauge diameter dimension was measured and met specifications. It was concluded that the gauge bent during a mechanical overload situation. No mfg related fault was found.

Event description:
It was reported that during surgery, the depth gauge became bent and was getting stuck when the surgeon used it to measure. The surgeon had trouble pulling the gauge back to see the correct length of the screw. The case was finished with the use of this depth gauge.